Event description:
A customer reported a malfunction on a pump, which did not result in an adverse impact to their blood glucose level. The technical support team helped the customer reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.